Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
An ophthalmic surgeon reported that when the phaco tip entered the eye during pre-phacoemulsification step, a clouding of the viscoelastic was noticed and the phaco tip appeared to block. The patient experienced a wound burn. The fluidics management system was primed again and the procedure was completed. A suture was required to seal the wound. It was reported that the patient had a good post-operative outcome. The reporter has declined follow-up. The product sample is not available for evaluation.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No phaco tip was returned for evaluation; therefore, the condition of the product could not be verified. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).